Manufacturer narrative:
(B)(4). Concomitant medical products: dilatation catheter: 3.0x10 mm ryugen nc, guide wire: bmw universal ii. (B)(4). The device was not returned for evaluation. The reported patient effect of dissection is listed in the xience prime everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Based on the case information and related record review, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however the reported treatments appear to be related to circumstances of the procedure.

Event description:
It was reported that the procedure was to treat a de novo lesion in the proximal circumflex artery. After pre-dilating the lesion using a 1.5x10 mm non-abbott balloon, a 3x23 mm xience prime rx stent delivery system (sds) was advanced toward the target lesion, the system was inflated and the stent was implanted. The stent was post-dilated using a non-abbott 3x10 mm balloon catheter and a distal edge dissection was noted. A 3x18 mm xience prime stent was used to cover the dissection. There was no adverse patient sequela. There was no reported clinically significant delay in the procedure. No additional information was provided.